Event description:
(B)(6) 2018 felt injury to vaginal area. Developed fever, rash etc, and told husband. Had 3 wks of periods in (B)(6), and passed pieces of bloodied tampons when not having period. Around (B)(6) received email from (B)(6) saying that there was recall of kotex u regular tampons I had received in orders from them. I contacted kotex. I told them of fever, rash, and feeling torn up in vaginal area. They said would have an rn call next week (the week before (B)(6)), they did not call. On (B)(6) 2018 felt real bad all day with now burning and itching on top of other symptoms. (B)(6) 2018 started round of antibiotics. (B)(6) called kotex asked why an rn hadn't called week before like they were supposed to, told them started antibiotics and they said sounds like you're getting better, see dr if doesn't get better. (B)(6) 2018 used (B)(6). (B)(6) office for culture results. They prescribed another round of antibiotics and another round of diflucan. Still on antibiotics at this time. I was a lot more sick then I realized.